Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 115mg/dl. Troubleshooting was performed, and the drive support cap appears normal. Performed the displacement test and the test failed. Advised the customer that the insulin pump would be replaced. No further information was provided.